Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's dbs was not reading and not working. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the date in which the patient first started experiences the ins issues was unknown. It was clarified the issue with the "dbs not reading or working" was referring to the patient going too long without charging. They neglected to charge in a timely manner. Therefore, therapy was off. Once recharged, the patient turned therapy on with the patient remote and the issue was resolved. The patient was educated on charging more frequently and educated on how to check the charge level with the patient programmer after charging sessions.

Manufacturer narrative:
Weight approximate. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the charge of the ins was depleted. They had to recharge and restart their therapy. No cause was provided, however they thought the issue was resolved.